Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for analysis. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath was on the shuttle cartridge tubing/catheter shaft, covering the balloon proximal tip. The sealant was observed on the catheter, protruding out from the distal end of the procedural sheath. The syringe was connected to the device with the stopcock opened as received. It was reported that a 6f/7f mynxgrip vascular closure device (vcd) white introducer tube was not shuttled down when deployed. However, the shuttle of the received device was completely shuttled down which indicated that the advancer tube may have been engaged to the proximal tamp lock as received. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. During the functional analysis, the shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. Subsequently, the advancer tube was exposed and found to properly engage to the proximal tamp lock. The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A review of the manufacturing documentation associated with lot f1806502, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided and the investigation performed, the failure reported, as the white introducer tube was not shuttled down when deployed could not be confirmed and the root cause of the reported incident could not be conclusively determined. The advancer tube was properly engaged to the proximal tamp lock as received. However, it cannot be conclusively determined why the shuttle down step could not be completed. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) white introducer tube was not shuttled down when deployed.

Manufacturer narrative:
E-mail and phone number are being corrected. Health professional? And occupation are being updated. Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) white introducer tube was not shuttled down when deployed. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath was on the shuttle cartridge tubing/catheter shaft, covering the balloon proximal tip. The sealant was observed on the catheter, protruding out from the distal end of the procedural sheath. The syringe was connected to the device with the stopcock open as received. It was reported that a 6f/7f mynxgrip vascular closure device (vcd) white introducer tube was not shuttled down when deployed. However, the shuttle of the received device was completely shuttled down which indicated that the advancer tube may have been engaged to the proximal tamp lock as received. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle without any resistance/difficulty. Subsequently, the advancer tube was exposed and found properly engaged to the proximal tamp lock per IFU. The distance between the proximal tamp lock and distal tamp lock was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1806502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device since the advancer tube was present and engaged to the proximal tamp lock. The root cause of the reported incident or why the shuttle down step could not be completed could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported; however, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.